Manufacturer narrative:
A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. History of internal analysis showed that there was raised internal nonconformity report due to cuff tear which was found after inflation test. Corrective actions have been taken including initiation of quality alert. No trend of confirmed complaints in relation with this issue was identified, cuff tear prior use is reported rarely, by implementation of actions of the department in which there were reduced likelihood of such failure. The root cause of the issue was the manufacture.

Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient injury reported.